Event description:
Per complaint info received from end user in france "the preparation of the kit is good (connexion, purge). During the procedure bubbles appear. Co has the problem with 10% of the kits." One sample being returned. There was no pt injury.